Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-23. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination with 10x magnification and the indicated failure mode for needle point integrity with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle hemolysis occurs more quickly. There was no reported patient impact. The following information was provided by the initial reporter: blood hemolysed more quickly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle hemolysis occurs more quickly. There was no reported patient impact. The following information was provided by the initial reporter: blood hemolysed more quickly.